Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: there were no medical records provided for review by a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, additional x-rays, the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The customer reported that a patient who had an exeter stem implanted on (B)(6) 2004 allegedly developed pain in their thigh. The customer further reported that revision surgery was required on the (B)(6) 2013 due to broken exeter stem.

Event description:
The customer reported that a patient who had an exeter stem implanted on (B)(6) 2004 allegedly developed pain in their thigh. The customer further reported that revision surgery was required on the (B)(6) 2013 due to broken exeter stem.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown primary exeter stem size 0 44 offset. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.